Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A technical service representative (tsr) assisted with a system error (se) 2240 on the home choice (hc), during use, during dwell. The tsr explained the alarm, and assisted with troubleshooting. They informed the patient to end therapy and to use manual supplies. There was no reason found for the error message. During follow-up the pd registered nurse (rn) was asked about the reported problem. The pd rn stated they did not know about the problem, but as far as they know the patient is continuing with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.